Manufacturer narrative:
The thermogard xp ivtm console (B)(4) was evaluated at the customer site and found a blown fuse and a damaged relay. This observed issue caused to the reported event. After replacing the console's left and right rear brackets, the console was functionally tested and passed all final testing criteria including the electrical safety test without any issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console (B)(4).

Event description:
The thermogard console (B)(4) reportedly powered off during patient use. No known patient consequence was reported. No further information was provided.